Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 102 mg/dl at the time of the call. The customer used glucose tablets and was given dextrose to treat. The customer experienced symptoms such as epileptic seizures. The customer stated that the pump was on auto mode at the time of the incident. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed and the customer will monitor the pump. The customer was diagnosed with a hip deformity that causes pain and stress which could lead to low blood glucose. The customer reported 3 sensor that had blood at site issues. The insulin pump will not be returned for analysis.